Event description:
Broken tips, pt swallowed tip. Doctor reported via phone that he was performing a difficult and complex extraction when the crown of the tooth came off. He was using the root tip elevator to pry the roots out with the excessive excess force needed when the tip broke off. Pt swallowed tip, she was referred to her general practitioner, an x-ray was taken and the film showed no tip. It is presumed that she passed it naturally. No pt consequences as a result of this event.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based on the reported info.